Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient complained of pain in left side. Acetabular and proximal femur were revised.

Manufacturer narrative:
An event regarding pain leading to revision surgery involving a gmrs proximal femoral component was reported. The event was confirmed in so far as the component was explanted. Material analysis concluded that the material found on the machined tapered surface of the proximal femoral component contained ti, cr, mo and ca, consistent with biological material, material transfer from the gmrs extension and corrosion products. No material or manufacturing defects were observed during this examination. The medical review on the x-rays provided did not determine a root cause as no patient demographics, no clinical or past medical history, no operative reports, and no complete dated and labeled serial x-rays are available for review. Based upon the material analysis report, no evidence of material or manufacturing defects were observed as the cause of any clinical problems in this case. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the referenced lot. The exact cause of the event could not be determined because further information such as dated x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient complained of pain in left side. Acetabular and proximal femur were revised.